Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (2g per bag; route, frequency, and duration not reported), fortum (1g daily; route and duration not reported), reflin (1g daily; route and duration not reported), and heparin 2500iu daily; route and duration not reported) for peritonitis. On an unreported date pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. At the time of this report, the vancomycin, fortum, reflin, and heparin remain ongoing; and the patient is recovering while still hospitalized. No additional information is available.